Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. The device was not returned for evaluation, as it was discarded. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
Edwards learned that a 25mm aortic pericardial valve was explanted at implant due to aortic tear caused by oversizing. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and the tear was treated with patches. A 23mm valve was implanted as replacement while the patient was on bypass. There was no allegation of device malfunction. The doctor commented that the cause of this event was due to oversizing, and also sliding the valve down with strong force.